Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The hypotube was kinked at various locations along its length. No issues were noted with the device tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. A 3.00x20mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.